Event description:
It was reported that while using the probe unit to ablate tissue on the humeral head, the metal tip of the unit suddenly fell off. It was further reported that the doctor was able to retrieve the metal tip. This happened at the end of the case and a replacement probe unit was not opened.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The returned product was visually inspected without magnification. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation was generated after an increase in tip breaking condition including this part number was observed. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using the probe unit to ablate tissue on the humeral head, the metal tip of the unit suddenly fell off. It was further reported that the doctor was able to retrieve the metal tip. This happened at the end of the case and a replacement probe unit was not opened.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).